Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data has been analyzed. A number of 258 episodes was documented. Episodes 233 to 258 occurred on (B)(6) 2025. Among, most episodes were vt2 detections with atp and shock deliveries. All available iegms revealed that these episodes were caused exclusively by intrinsic heart signals. Further inspection of the shock holter data showed that at least 70 charging cycles were performed by the ICD within two hours on april 14th, 2025. As a result of that fast successive charging the eos battery status had occurred on april 14th, 2025 at 00:40 h. In conclusion, the ICD was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Event description:
The patient received multiple shocks and was admitted to the emergency room. The interrogation revealed eos status of the device.